Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. The patient had a decrease in blood pressure and intervention was performed to place a drain for tamponade. No additional adverse patient effects were reported.